Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected since march 2024 due to fluid loss. It was also noted there was air in the system. The ipp was explanted and replaced. There were no patient complications reported.